Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s pump unlock button was unresponsive, and the issue resolved after completing a firmware update. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included customer service troubleshooting and guidance to update device firmware. Investigation of this case revealed a device software performance issue affecting the user interface, which was corrected by installation of the available firmware update. It was concluded, based on previously established findings for similar reports, that the cause was software-related and resolved through corrective action by updating firmware.